Event description:
Reportedly, the instrument fired but the anvil head did not tilt and the instrument could not be removed from the rectum. The tissue was not cut completely. Exchanged the device and fired again and the anastomosis would be performed. Procedure: lower anterior resection.